Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and pinnacle and mesh were implanted. The patient underwent another procedure on (B)(6) 2010 and solyx was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with vaginal vault suspension and anterior mesh procedure due to cystocele, vaginal vault prolapse, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, pain in groin area, and numbness. It was reported that the patient underwent division of suburethral sling on (B)(6) 2009. It was reported that the patient underwent excision of anterior vaginal wall mesh, repair of anterior wall defects/anterior repair, transvaginal tape solyx mesh implant, and cystoscopy on (B)(6) 2010 for mesh erosion with extensive exposed mess, stress urinary incontinence and urinary retention. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected information.